Event description:
It was reported that approximately one week post implant of this right ventricular (rv) lead, the patient experienced loss of consciousness. Device interrogation revealed the lead had high impedance measurements and pacing was not delivered as expected although the patient experienced a drop in heart rate. An x-ray was performed and there was no evidence of fracture, however the connection to the heart tissue appeared to be soft. The lead was successfully explanted and replaced. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.